Event description:
It was reported that during a pci procedure, a balloon rupture occurred. The 90% stenotic lesion was located in the severely tortuous and calcified mid left anterior diagonal (lad) coronary artery. The marverick2 monorail balloon ruptured at 6 atms on the initial inflation. The procedure was successfully completed with a different device. No pt injuries or complications were reported. The pt's status is reported as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event. If any add'l relevant info is received, a supplemental MDR will be submitted.